Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5169536. Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 360963.

Event description:
It was reported that the patient was not getting an adequate pain relief from percutaneous leads. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well post-operatively. The explanted ipg and leads were discarded by the medical facility.